Manufacturer narrative:
D2a: update common device name from "toothbrush, powered" to "protective clean power toothbrush". D4: serial number was identified and updated. E1: contact phone number was identified and updated. H4: manufacture date was identified and updated. Analysis results: the root cause of the customer's complaint was a shaft press fit.

Manufacturer narrative:
The event date is approximate. A contact phone number was not provided.

Event description:
The consumer alleged that the metal shaft from their toothbrush fell off while using their toothbrush. No injuries or property damage were reported. A potential choking hazard was identified.